Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc. It was reported the clinician had repositioned the access needle with wand in place during the procedure. The access needle was retracted too far then pushed back without retracting the wand working tip. There is no plan to reoperate to remove the detached tip. It was reported the patient had no complications and the procedure was successful.

Manufacturer narrative:
Patient information was requested from the user facility. Awaiting further information. The device has not been returned for investigation. Based on the initial information provided by the user facility, the detachment of the tip of the wand may have been the result of incorrect handling of the wand during the procedure. The access needle was retracted with the perc dc wand in place during the procedure. The instructions for use provides the following caution statement: "caution: do not maneuver or advance the access needle with the wand inserted." The user is instructed to remove the perc dc wand prior to repositioning of the access needle. Awaiting return of wand to complete the investigation for this incident.